Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was the trigger advanced and no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? How was the procedure completed? Response from the sales rep: I have received no additional information to date on this issue. The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a partial gastrectomy procedure, the surgeon had an issue with the stapler when firing. No additional details provided. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).